Event description:
Pt called alleging that they were obtaining an error 4 on their meter. They only get the error 4 message with one particular vial of test strips, another vial of test strips works and they are able to obtain a blood glucose reading. The technique of applying blood on the test strip is accurate. Pt did not experience any symptoms. Pt did not seek medical attention or call their md. Customer service replaced subject vial of test strips and sent them a new vial of control solution, since the solution they had exipred.